Manufacturer narrative:
Investigation is ongoing. (B)(4). This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2018-01962.

Event description:
Photos of the device after removal revealed major delamination of the liner on the 16fr esheath and the c-marker band was attached to the liner material. After successful deployment of a 29mm sapien 3 valve, in the aortic position upon removal of the commander delivery system resistance was noted. The device was continued to be removed/"pulled" and a ¿pop¿ was heard and the delivery system could not be removed. The flex catheter and handle were pulled out and cut in half to maintain wire access. Under fluoroscopy, it was noted that the sheath tip marker was no longer at the tip of the sheath. The inner balloon portion remained on the wire in the body with the nose cone and balloon still attached. A surgical cutdown was performed on the right femoral artery and the esheath was extracted. The artery was repaired. The balloon tip and guidewire shaft remained in the body. A larger arteriotomy was performed and the guidewire and balloon tip were removed. The patient was stable and was transferred for post management care. The hospital is currently holding on to the devices for their risk assessment. As reported, it was unclear on where the delivery system was getting caught. There was no crossing difficulty during the procedure and the sheath and delivery system were inserted without difficulty. There may have been retained volume in the balloon and the withdrawal of the balloon occurred approximately 5 minutes after the balloon was deflated. After removal of the sheath and upon visual inspection, the sheath seam was torn approximately a quarter length of the sheath to the tip. The sheath appeared "ripped" and bunching at the tip. The marker was on the portion of the esheath seam that was bunch up. Per report, the perceived root cause may have been due to the balloon not being fully deflated or rewrapped before the delivery system was removed.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Photos were provided and they show that the condition of the sheath and delivery system following the procedure. The condition of the esheath indicates that the liner was delaminated. Therefore, the complaint for sheath distal tip ¿ liner delamination can be confirmed by the provided photos. During the manufacturing process, the esheath components and esheath final assemblies are 100% visually inspected under 3x magnification for the following: wrinkles, kinks, bends, or mechanical damage (scratched/torn liner), circumferentially oriented surface defects, protruding or missing material, dents, cuts, crossing linking of hdpe (blue) across liner (clear), delamination, seam separation, witness lines with exposed pfte liner, remnant lines (white lines), notches on the bottom side of the liner when holding the housing, presence of c-marker band, tips with serrated transition, holes or rough surface or tears, holes or tears on the strain relief and visual inspection of the tip for flash and excess material, as well as for the presence of proper scoring on the od and ID. In addition, 100% visual under minimum 3x magnification was also performed, including inspections for: witness lines with exposed liner, remnant lines (white lines), seam separation, stress lines(s) in the liner, notches on the bottom side of the liner when holding the housing in the left hand, flash and excess material, and serrated transition holes or rough surface of tears in the tip. Additionally, after sterilization the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing on a sample basis. The samples were inspected for expansion force testing, tensile testing and visual inspection of the sheath for abnormalities both before and after insertion force testing. No failures occurred during product verification testing and the lot was released. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A lot history was performed and revealed no similar complaints related to sheath distal tip ¿ liner delamination. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed based on the provided photographs from the procedural site. However, no manufacturing non-conformance were identified during the evaluation. Furthermore, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigation supports that the sheath shaft has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Withdrawal difficulty was reported (mfg. No. 2015691-2018-01962) on the delivery system. Per the report, ¿the perceived root cause may have been due to the balloon not being fully deflated or rewrapped before the delivery system was removed¿. Residual fluid remaining in the balloon can enlarge the balloon profile, increasing the chance of getting caught during system removal. In the provided images, the balloon ¿pumpkin¿ was bunched up indicating that the balloon may have been caught due to its enlarged profile. In addition, the balloon wings were observed to be flared out. It is likely that during the retrieval of the delivery system into the sheath, the enlarged balloon got caught on the sheath distal tip. When withdrawal difficulty was encountered, excessive force and/or device manipulation may have been applied, causing a tear in the balloon (exposing the balloon legs) and causing the liner delamination. The complaint for was confirmed. No manufacturing non-conformances or IFU/training inadequacies were identified during this investigation. In this case, available information suggests that procedural factors (removal of incompletely deflated balloon) may have contributed to the complaint events review of complaint history revealed that the complaint rates did not exceed the may 2018 control limit for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.